Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found that the incorrect battery voltage measurements are the result of high internal battery resistance. Further analysis indicated that the battery was not depleted, but the internal resistance exceeded the battery specification requirements.

Event description:
It was reported that the patient went for a normal followup visit with physician. The pacemaker implanted four years ago presented at elective replacement indicator (eri). It was indicated that this was an early depletion of the battery . The device has removed and a new pacemaker implanted. There were no patient complications reported as a result of this event.